Event description:
It was reported via repair work order that the fowler was bent and could not lay flat due to a bent weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.